Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).

Event description:
It was reported that the pump logs indicated a reset occurred, the pump was in safe state, a motor stall occurred, and the stop pump period may exceed tube set. No patient symptoms were reported. The medication used within the system was unknown.